Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Correction: the failure analysis results were submitted earlier on related record. Therefore, h10 was updated to include MFR report number 2955842-2025-03952. Based on the MFR report number 2955842-2025-03952 g3 date should be: 02/10/2025. A review of instrument logs show that instrument was last used on 01/02/2025 during lymphadenectomy surgical procedure. Therefore, event date under section b3 should be: 01/02/2025. Based on the failure analysis results, the complaint is associated with isifa2024-09-c. Therefore, h9 was updated to reflect this linkage.